Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with hardware on an unknown date for a hip pinning. Patient fell on an unknown date and heard a pop. X-ray taken on an unknown date revealed three 7.3mm cannulated screws broke post-operatively. The patient was returned to the o.r. On (B)(6) 2013 for revision surgery. The surgeon removed all hardware and patient was revised to a total hip replacement. This report is for an unknown 7.3mm cannulated screw. This is 2 of 3 reports for the same event.